Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed and duplicated during product evaluation. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 500:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.